Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
This is the second report of three reports from the same surgery on the same pt. (See mfg report number 2032593-2014-00011). This report concerns the contoured crossbar small 3.5 rod (product ID 50-2011). It was reported that during a posterior cervical fusion surgery, 3 crossbars broke during the case. The customer said he 'did not know if it had something to do with the torque on the driver'. Spare crossbar devices were available, but the surgeon used a crosslink to complete the surgery. Surgery time was increased 15 minutes due to the reported issues. There was no adverse consequence to the pt or injury alleged as a result of these reported.